Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a upsylon y-mesh implant and a advantage fit implant were implanted into the patient on (B)(6) 2014. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: pelvic pain; anal pain; diff bowel. Nonsurgical treatments: on (B)(6) 2020 the patient commenced other (please specify) for the treatment of: management of diverticulitis and pelvic pain ( later diagnosed as interstitial cystitis). Treatment duration: 2 days. On (B)(6) 2020 the patient commenced other (please specify) for the treatment of: resolve interstitial cystitis. Treatment duration: 12 weeks.